Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the right ventricle ICD oversensing the noise from the lvad could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively established. The heartmate 3 lvas IFU warns the user that the heartmate 3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also warns that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad). This same patient already had an st. Jude medical implantable cardioverter-defibrillator (ICD), right ventricular (rv) lead, as well as competitive right atrial (ra) and left ventricular (lv) leads. During the implant of the lvad, the competitive lv lead was dislodged, but was not repositioned during the same procedure, as it was not needed by the patient. It was also noted that the sjm rv lead was oversensing noise from the lvad, so the patient's device was reprogrammed, and the oversensing was resolved. The patient was stable, and no further information was provided.